Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics where called to assist customer at home. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that he had high blood glucose and bolused to correct, when he woke up paramedics were called and his blood glucose was very low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.